Manufacturer narrative:
Updated data: b1, b2, b5, h1, h6. H1: new information supports the update from a malfunction report to serious injury report. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received indicated that the patient experienced shortness of breath, fatigue, and ankle swelling as result of this event. Ultimately, approximately 4 years following the valve implant a valve-in-valve revision was performed with an unspecified transcatheter valve.

Event description:
Additional information noted the device issues were identified via a computed tomography (CT). The primary mode of the valve failure was predominant aortic stenosis without hemodynamic deterioration. A valve revision was pending.

Manufacturer narrative:
Updated data: b5, h6 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that following the implant of a transcatheter aortic bioprosthetic valve, mild paravalvular leak (pvl) was noted. Ap proximately three years and ten months later, a valve performance issue and failure were identified. Hypoattenuated leaflet thickening (halt) was diagnosed. No hemodynamic valve deterioration occurred, and the valve failure was further described as a non-structura l valve deterioration. No treatment has been reported.

Event description:
Additional information was received that the baseline transthoracic echocardiogram revealed a mean aortic gradient of 30.11 mmhg, aortic valve area of 1.04 cm2, max velocity of 3.63 m/sec, and no aortic valve regurgitation. The valve-in-valve was performed using a non-medtronic device. The patient was discharged the day after the valve-in-valve procedure.

Manufacturer narrative:
Updated data: b2. B5. B6. H6. Additional codes. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.